Event description:
Information was received from a consumer regarding a patient receiving dilaudid 40.0mg/ml at 8.606mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient stated they did not get their pump filled because they did not have a doctor. The patient¿s pump went empty and the patient went through withdrawal. No further patient complications were reported.